Manufacturer narrative:
This is our response to (B)(4). Incidents were not reported to manufacture by user facility. They were only reported to FDA. On 06/13/2018 user facility's employee confirmed that device was not kept for evaluation by manufacturer. Retained samples of the same lot (2017-0739 & 2018-0043) along their device history records (dhrs) were reviewed and no issues were found. In general, ram cannula needs to be maintained in proper position at all times and should be frequently monitored to ensure the prongs/interface are not resting on the septum to prevent possible breakdown. Proper securement is crucial to ensure skin integrity is maintained as this area is fragile. It is also imperative that proper "fit"/sizing is used to allow for proper use. Proper measurement of the nares and septal space should be established using the provided measuring guide and followed directions as recommended by manufacturer. Per hospital report, at least one of the devices was used off label for CPAP which is not the intended use of this device. CPAP is normally used with a sealed connection of cannula with use of a sealing device or accessory to create more air pressure. This can easily cause more skin contact as well as pressure on the skin with additional moisture which could contribute to the skin/septal damage. There is no evidence to any malfunction or deficiency of the device. Users are expected to mitigate the reported device problem by the following: attention to the device's intended use. CPAP is not an intended use for this device. Properly following the [?]directions for use' (dfu). Choosing the right size by using the size guide. Device must not fill more than 80% of nares area. Appropriately securing the device to minimize the pressure. Using o-ring may create too much unnecessary pressure against the skin. Continuous monitoring of patients as stated in dfu. Neotech has taken the following actions to address this problem. A training was scheduled and performed by neotech's respiratory care practitioner for the staff of the user facility from june 26th to june 28th 2018. This onsite training in (B)(6) facility helps the staff to learn from an experienced respiratory care practitioners. Prior to receipt of this complaint, in a self-initiated review, neotech has slightly modified and updated labeling for more clarity and ease of read. Statement of intended use' is visible on the dfu and also bags, boxes and dfu have a list of steps for helping the user to understand the process. Warnings and contraindications are also listed on the labeling to ensure a safe and effective use of the device. This incident is added to the logs and charts to be monitored for trending purposes.

Event description:
Skin erosion noted on left nare nasal septum.